Event description:
It was reported that during a gastric sleeve procedure, the surgeon was using a new linear cutter and stapler device, when doing the second fire with an gold cartridge, anvils of the device were stocked and the device could not be opened. The surgeon had to make another fire with another stapler beside the staple line to liberate tissue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: I wasn¿t there and the surgeon didn´t call, but they used another stapler. I got later to the hospital to get the device, but I made a second training to the surgeon and his team.

Manufacturer narrative:
(B)(4). Additional information: the long60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.